Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a sclerotherapy of esophagogastric varices procedure performed on (B)(6) 2026. It was reported that during the procedure, when two to three bands remained, one band was found to be fractured, stuck together, and could not be deployed. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Block h2: device evaluation: block h11: investigation results the device returned and it was found during visual inspection that the ligator housing had five bands attached to it, and they were damaged and overlapped. Also, the teeth were damaged. Additionally, during the media inspection it was possible to observe in the video attached by the customer, that the bands were damaged. These conditions are consistent with factors related to procedural use, handling, or insertion technique, which may have affected the performance of the device during band deployment. Based on the evidence, the device code of bands failure to deploy is confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of bands failure to deploy was defined in the risk hazard documentation and are documented accordingly. This event type has been accounted for during product risk hazard analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a sclerotherapy of esophagogastric varices procedure performed on (B)(6) 2026. It was reported that during the procedure, when two to three bands remained, one band was found to be fractured, stuck together, and could not be deployed. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.